Event description:
Pt was admitted for removal of a dysfunctional venous access port and during surgical removal it was noted that a distal portion of the catheter had fractured off and was in the left distal pulmonary artery. The catheter was retrieved without complication under fluoroscopy in 2003 and a new venous access port was inserted without difficulty. Pt was discharged in 04/03.